Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) got configuration not verified message. Also one electrode was bad. Manufacturer representative (rep) to meet with hcp and patient.

Event description:
Additional information was received from manufacturing representative (rep). Rep clarified that the report of bad electrode was due to high impedance on electrode 1.rep reported the suspected cause of high impedance on electrode 1 may have been from set up or software. The cause was no determined. Rep reported that troubleshooting included reconfiguring and that the high impedance did not resolve.

Manufacturer narrative:
Continuation of d10: product ID b3300542. Serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID b3300542, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.